Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), an arc was heard from the electrode pads and upon removal of the pads, abrasions/skin removal were found on the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), an arc was heard from the electrode pads. Complainant indicate that the patient sustained 1st burn.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: zoll medical corporation evaluated the electrode pads and the customer's report was not replicated or confirmed. The pads came in stuck together and were able to be pulled apart without causing any damage to the pads. Both the anterior and posterior pad both had some hairs stuck to them. Investigation testing indicates therapy was delivered based on the discoloration of the gel; however, there were no signs of burns or arcing. Reddening and first-degree burns are potentially anticipated risk of delivering high energy into a patient to normalize heart function. The electrode pads were scrapped and a replacement set was sent to the customer. It is important to mention, the instructions for use provides diagrams and specific instructions on good placement and warns against placing the pads on folds of skin. Electrode labeling also provides instructions for proper electrode application technique. Poor adherence and/or air under the electrodes can increase the possibility of arcing and skin burns. No trend is associated with reports of this type.